Event description:
It was reported that the customer's insulin pump had issues during prime/rewind. The blood glucose reading was 470mg/dl. The caller stated that the insulin pump also alarmed. Advised the father that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk.